Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2018. It was reported that the customer had high blood glucose levels ranged from 9.5mmol/l to 33 mmol/l. It was reported that the blood glucose levels at the time of admission was 4.7mmol/l. The cause of the hospitalization was either epileptic treatment for blood glucose levels. It was stated that the customer was at the hospital and was not able to upload the carelink report. The nurse reported that the insulin pump fell and there was a crack on the insulin pump near the reservoir compartment. The significant event that led to the hospitalization was that the customer collapsed on sunday. It was reported that the customer was treated at the hospital. The customer stated that the insulin pump showed that he was going low and when he was going to get something to eat; he collapsed which was related to epileptic seizures. Troubleshooting was performed. The customer was advised to revert to backup plan. The nurse also stated that the insulin pump was reading the blood glucose off and the sensor was responsible for his insulin pump showing his readings are off. The nurse stated that the customer had sugar glucose was 10 mmol/l and blood glucose level was 14 mmol/l. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and reservoir tube o-ring. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.